Event description:
It was reported that the pt expired. The pt experienced bleeding 'at the lead site in the pt's back' after implantation of the device; this was stopped at the time by the hcp. Five days following implantation, the pt experienced an 'internal hematoma' (unspecified) at the pump site. It was noted that the pt had physical therapy following the implantation procedure, per the reporter, it was believed that the event may have been related to the physical therapy. The pt was hospitalized for approximately 14 days then discharged to their home. The developed an infection (unspecified) shortly after discharge; the pt was hospitalized for an add'l 9 days. After christmas, it was reported that the pt developed another infection. Per the reporter, they do not believe the death is related to the device. Add'l info has been requested, a f/u report will be sent when add'l info is received.

Manufacturer narrative:
(B) (4)